Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.

Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.